Event description:
A malfunction with the pump was reported, and the specific malfunction code displayed was malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump successfully. The malfunction code did not recur, and the customer was advised they could continue using the pump. If any malfunction code recurred, they were instructed to call back, and they acknowledged understanding these instructions.